Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a prismaflex st150 set had an external blood leak at the green connector side where the heparin syringe connects to the main set. This occurred during hemodialysis treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a blood leakage at the level of the anticoagulant line was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to use error and product material. The drug reported to be used in the anticoagulant line was not compatible with the polyethylene terephthalate glycol (petg) components of the set, which may cause the petg luer connector in the line to crack and allow leakage. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.